Event description:
Customer's mother reported via phone call that the customer had the insulin pump fell out of his pocket while doing some roofing and got damaged. The customer then received a motor error alarm. It was stated that it is cracked by the down arrow button. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is unknown. Towards the end of the call, the insulin pump alarmed motor position encoder error. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. The motor was tested outside the device and passed. Unable to verify e70 alarm in the alarm history due to history file over written with a47 alarms. A47 alarms due to corrupted history file. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.